Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally removed their infusion site, paused pump use, and reverted to multiple daily injections before resuming pump therapy with a teflon 23-inch set; blood glucose was elevated around the time of supply change after a snack. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose that resolved with back-up insulin therapy, without medical intervention or assistance. Investigation included complaint intake review and user troubleshooting with education. Investigation of this case revealed no alerts or alarms and no device performance issues identified, with hyperglycemia occurring in the context of an interrupted infusion site and recent carbohydrate intake; the specific root cause was not determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.